Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain in her right rib and then felt a pop in the middle of her back when she was reaching up. The patient also noted the stimulation changed following the incident. X-rays revealed the lead migrated. An abbott representative attempted to reprogram but the patient did not regain effective stimulation. Surgical intervention may be taken to address the issue.

Event description:
It was reported the patient underwent surgery on (B)(6) 2017 where the lead was repositioned. Effective stimulation was achieved.